Event description:
Two psw (personal support worker) were transferring the resident from wheelchair to bed, with the assistance of a ceiling lift. The resident was lifted up. When he was between wheelchair and bed, the hanger bar let go from the strap and resident fell to floor. An update has been received on (B)(6), the resident has passed away. We don't know if the death is completely attributable to the fall. There may have been other factors at play.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer (B)(4). On behalf of the importer (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.